Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021 at approximately 3:00 am, the patient received a high alert as the cgm displayed 288 mg/dl. The patient self-treated with insulin. An unspecified amount of time after the patient administered the insulin, the patient¿s husband was unable to awaken her and administered 'liquid sugar' to the patient. The patient recovered without the need for emergency medical services. A bg was not performed at the time of the 288 mg/dl value or when the patient was treated with 'liquid sugar'. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.